Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, sw version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, an imprecision was observed on posterior anatomical landmarks. It was reported that the site continued with navigation after patient registration and that the imprecision was 2.3mm anterior. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. Analysis determined that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and determined to the be operational. If information is provided in the future, a supplemental report will be issued.